Manufacturer narrative:
Updated fields - b4,e1(event site state- sichuan,site country),g3,g6,h2,h4,h6(type of investigation,investigation findings, investigation conclusions),h10.

Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) alarms temperature is too high. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse replaced the drive manifold and the scroll compressor, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).